Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. A company rep met with the pt to perform device evaluation. The testing confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.